Event description:
The account reports that when opening the lens packaging, the crystalens was folded over on itself and they were unable to remove the lens from the packaging. No pt contact.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.